Event description:
It was reported that portions of the touchscreen are unresponsive. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received, a supplemental form will be completed.